Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. He relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 lists potential adverse events which may be associated with the use of the heartmate 3 left ventricular assist system, including various types of organ failures/dysfunctions and death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2024 due to multisystem organ failure and inoperable bowel obstruction. It was not left ventricular assist devices (lvad) related. The patient required dialysis, pressor support leading up to death. The multiorgan failure was due to normal disease progression. The cause of the small bowel obstruction was unknown.